Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. As received, the electrode belt was unable to communicate with a monitor. Upon investigation the trunk cable was pulled from the strain relief, damaging trunk cable connector j702 on the distribution node pca. There is no indication that the malfunction caused or contributed to the patient's death as the patient was in a non-treatable, non-lifesustaining rhythm. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
During servicing of an electrode belt that was returned for investigation into a patient's death, a reportable malfunciton was found. The electrode belt was unable to communicate with a monitor. The device malfunction did not cause or contribute to the patient's death as the patient was in non-treatable, non-life-sustaining rhythm.